Event description:
It was reported the patient's lead migrated following a motor vehicle accident. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the lead was repositioned. Reportedly, effective therapy was restored following the procedure and the issue is resolved.